Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified that this lot met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysmal enlargement.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm, measuring 59mm. On (B)(6) 2014 a large type ii endoleak was identified. On the same day, the patient underwent percutaneous aaa sac embolization with a combination of onyx glue and coils to treat the type ii endoleak. The endoleak resolved, and the patient tolerated the procedure. On (B)(6) 2016 a type ii endoleak, originating from the inferior mesenteric artery and a lumber artery was identified by CT angiogram. The maximum aneurysmal diameter was 63mm. On (B)(6) 2016 the type ii endoleak was addressed by means of a CT-guided aortic aneurysm embolization, coil embolization and onyx injection. The endoleak resolved. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm with maximum diameter of 59mm. On (B)(6) 2014 a large type ii endoleak was identified. On the same day, the patient underwent percutaneous aaa sac embolization with a combination of onyx glue and coils to treat the type ii endoleak. The endoleak resolved, and the patient tolerated the procedure. On the same day, the patient underwent percutaneous aaa sac embolization with a combination of onyx glue and coils to treat the type ii endoleak. The endoleak reportedly resolved, and the patient tolerated the procedure. On (B)(6) 2016 a recurrent type ii endoleak was identified, the aneurysm measured 62 x 63mm. On (B)(6) 2016 the type ii endoleak, described as complex, originating from the inferior mesenteric artery inflow to a more caudal posterior lumber artery outflow, with competitive flow from superior mesenteric collateral arteries at the distal inferior mesenteric artery trunk, was addressed by means of a CT-guided aortic aneurysm embolization, coil embolization and onyx injection. The endoleak resolved. The patient tolerated the procedure.